Event description:
Stopped breathing from what we feel was severe bleeding which caused pt to stop breathing. He has several other significant medical conditions and also possible vaccine adverse reactions that alone or in combination with heparin flushes contributed to and led to his death. Hep b vaccine, pentacel vaccine, prevnar vaccine--the last two given the same day in 2009. He was being treated a second time for thrush since first treatment didn't rid the condition and larger healthier twin's first treatment corrected his.